Event description:
Clinical orthopaedics and related research, no. 451, pp. 101-106, amin, a. Et al. Information was received based on review of a journal article titled, "unicompartmental or total knee arthroplasty?", which aimed to evaluate results of uka and tka in comparable patients by determining active range of motion, knee score, 5-year survivorship rate after 54 consecutive unilateral unicompartmental knee arthroplasties compared with a matched group of 54 unilateral total knee arthroplasties. The patients were matched for age, gender, body mass index, preoperative active range of movement, and preoperative knee society scores. The study was conducted over a period of four (4) years (1995 to 1999) and involved two-hundred fifteen (600) patients, fifty-four (54) of which were ukas.. The journal article reports the following revisions by reason: one (1) revision due to infection, four (4) revisions due to pain, one (1) revision due to recurrent dislocation. The authors of the study conclude that for comparable patients with oa of the knee, the survivorship rate remained superior for tkas at 5 years. The active rom provided with the uka was greater, but there were no differences in the overall clinical outcomes after uka and tka. The authors believe the tka is a more reliable procedure. Midterm clinical outcomes were similar after uka or tka, but the complication rate may be greater for the uka.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by amin ak, et al in clin orthop relat res. 2006 oct;451:101-6. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.